Manufacturer narrative:
(B)(4). This initial MDR will be the only report submitted for MFR report #8031062-2018-00505. Additional patient and initial reporter information has been requested, but not yet received. The device is not expected to be returned for evaluation. Additional information will be provided within 30 days of receipt.

Event description:
It was reported by a healthcare professional that a medstream pump (914200/(B)(4)) was working slower and the patient was in pain. The physician believed that the issue may be with the catheter. An MRI was scheduled for (B)(6) 2018. Additional information regarding this event has been requested; however, a response has not yet been received.

Manufacturer narrative:
Product complaint # (B)(4). This final MDR will be the only report submitted for MFR report #8031062-2018-00505. Conclusion: based on the information, the event could not be confirmed. The product was not returned for analysis; however a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. There is no current safety signal identified related to the reported event based on review of complaint history for the device. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.